Event description:
The pump and catheter were returned to the manufacturer from a funeral home. No info was provided regarding the pt's death. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.